Event description:
Patient had a septoplasty/partial turbinectomy/bilateral antrostomy/removal of concha bullosa. In order to do the antrostomy portion, an antrostomy rasp is used to pierce into the maxillary sinus so the surgeon can irrigate. After the doctor pierced the sinus, the tip broke off approximately 3/4 inch in the maxillary sinus. The presence of the tip was confirmed by radiology and the doctor was able to remove the tip without injuring the patient.